Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of the device is 1 year and 4 months. The event occurred at university of (B)(6). A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was diagnosed with a bacterial driveline infection on (B)(6) 2014. The infection was reported to be device related and due to the complexities of medical management. The patient was admitted to the hospital from (B)(6) 2014 until (B)(6) 2015. The patient underwent surgical debridement of the driveline exit site and was treated with unspecified antibiotics. No further information was provided.